Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the cement was injected, with the removal of the cannula needle, it broke. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the cannula has broken at the distal tip of the head, leaving the cannula in two parts. The entire length of the cannula is filled with cement. Fracture analysis cannot be performed on the cannula because the cement is covering the fracture site and it cannot be cleaned off without affecting the surface. The remaining 5cm section of the cannulated needle features some deformed sections, indicating that it may have bent or been compacted due to forces on it during use. The entirety of the part features some staining from blood. A review of the device history record (DHR) could not be performed since the lot number was not provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the cannula breaking cannot be determined from the sample and the information provided. A potential root cause may be accidentally placing significant forces on the cannula during its use in the patient. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.